Event description:
Further information was received noting that the patients generator was extruding prior to the explant. No other relevant information has been received to date.

Event description:
Patient presented with infection at the generator site. The patients generator and lead were explanted. The physician indicated that the infection was due to patient manipulation and picking at the incision site. Diagnostics for the generator were noted to present no anomalies. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.